Event description:
As reported to coloplast but not verified, leakage was reported during filling of the implant. A second implant was used and also was found to have a leak. Therefore surgery was not completed.

Manufacturer narrative:
After further investigation coloplast was able to confirm the damage to the prothesis which contributing to the leak. Based on this evaluation the root cause appears to be attributed to user error.